Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated "blood detected" and "autofill failure" alarms. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed video screen flickering intermittently. Replaced video to lcd cable; no flickering observed. Performed calibration and conducted functional and safety tests. Device was fully operational. Internal file: (B)(4).